Event description:
It was reported that during a bilateral total knee procedure, the cuff on the left leg was inflated. When the left knee was complete, the cuff was deflated and the cuff on the right leg was inflated. Approx 98 minutes later, after the right knee was complete, it was noticed that the cuff on the left leg was still inflated. There were no adverse consequences reported for this event.

Manufacturer narrative:
The pump has not yet been received by the MFR for evaluation. The pump has not yet been received by the MFR for evaluation. When the pump is received and the quality investigation is complete, a follow up report will be filed.